Manufacturer narrative:
Section e was updated.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The source of the leakage was non-arjo batteries installed by a third-party service provider responsible for servicing the device. The used batteries have a lifespan of approximately 1 to 2 years, with a recommended replacement interval of 18 months. In contrast, arjo-approved batteries generally offer a lifespan of 2 to 3 years. These particular batteries were manufactured in june 2023, meaning they should have been replaced between january and june 2025. Based on the collected information, it was concluded that the use of non-approved batteries with a shorter lifespan, combined with the failure to replace them within the recommended timeframe, is a likely root cause of the incident. The batteries were installed by 3rd part service provided, non-arjo. According to the voyager duo instructions for use: ¿warning: safety-related maintenance and authorized service must be carried out by qualified personnel, fully trained in servicing procedures by arjohuntleigh, and equipped with the correct tools and proper documentation, including the parts list and service manual. Failure to meet these requirements could result in personal injuries and/or unsafe equipment.¿ when the event occurred, the device failed to meet its specifications as the batteries were faulty. No patient was involved. The complaint was assessed as reportable due based on the indication that the education assistant sustained a chemical eye injury from direct contact with battery fluid leaking from a ceiling lift. Based on it, the arjo product was directly involved in the reported incident.

Event description:
After transferring a student, an education assistant (ea) proceeded to dock the voyager duo ceiling lift. During docking, a substance leaked from the device and came into contact with the ea¿s eye. The ea reacted immediately, screaming and clutching their eye. They were taken to an eye wash station, but flushing yielded no improvement. Emergency services were called, and the ea was transported to the hospital, where they were treated for a chemical burn.